Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the hard calcified and 99% stenotic mid left anterior descending (lad) artery. First, the physician unsuccessfully attempted to cross the lesion with a 2.5mm maverick2 balloon. Then, this 1.5 maverick2 balloon crossed the lesion, but ruptured at 6 atms. The number of inflations and to what atms is unk. The procedure was completed with a rotational atherectomy. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Facility has confirmed that device has been disposed of, so no direct product analysis is possible, and no root cause can be determined.